Event description:
Broselow tape noted to have incorrect dosing for pediatric emergency drugs. Vecuronium is listed as 0.1mg/ml, should be 0.1 mg/kg. Flumazelin is listed as 0.1mg/kg should be 0.01 mg/kg.